Manufacturer narrative:
The customer contacted siemens to report discordant enzymatic carbon (eco2) test results were obtained from a dimension exl with loci module instrument. A siemens customer service engineer (cse) was dispatched to inspect instrument serial number (B)(4). The customer provided additional data after the cse visit. Siemens analyzed the data provided and found that discordant eco2 results were obtained from instrument serial number (B)(4). The cause of the discordant enzymatic carbon dioxide test result is unknown. The instrument is performing according to specifications. No further evaluation is necessary. MDR 2517506-2019-00221 was filed for the same event.

Event description:
Discordant enzymatic carbon dioxide (eco2) test results were obtained from a dimension exl with loci module instrument. The same sample was tested a total of three times on two different instruments. It is unknown if all three of the test results were provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant enzymatic carbon dioxide results.